Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Upon testing, the pump dimpled when pressed; troubleshooting was attempted by the health care personnel to no avail. Two weeks later, the patient underwent a surgical procedure in which the existing pump was removed and replaced with a new component. Following the procedure, the new device was tested and the patient was retrained. The patient was stable and got better after the intervention.

Manufacturer narrative:
Investigation summary: laboratory analysis was unable to confirm the reported clinical observations. The pump passed all testing. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp pump was thoroughly analyzed. The pump was visually inspected, microscopically examined, leak tested and functionally tested; all tests were passed. Product analysis was unable to confirm the reported events. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: an overall evaluation conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Upon testing, the pump dimpled when pressed; troubleshooting was attempted by the health care personnel to no avail. Two weeks later, the patient underwent a surgical procedure in which the existing pump was removed and replaced with a new component. Following the procedure, the new device was tested and the patient was retrained. The patient was stable and got better after the intervention.